Manufacturer narrative:
Correction of the reportable date for MDR-2017-13789 should be 01/22/2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing and no low voltage output issue was observed on the device. Patient had experienced numerous missing beats. Programming changes were made and no missing beats were observed post programming changes. Patient was stable.